Event description:
The patient experienced pain at the pocket site. A pocket revision was performed to mitigate the pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).